Manufacturer narrative:
H3 other text: third-party service center.

Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at third-party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of dust and dirt contamination. In addition of the above evaluation, the system board must be changed, muffler assembly and one in line prox filter are contaminated with dust and inlet filter must been replaced due to preventive maintenance, which was not related to the malfunction/issue.